Event description:
It was reported that the customer received a no delivery alarm. The customer stated that despite changing the infusion set several times, he still received the no delivery alarm. The customer's blood glucose was unknown. The customer stated that he received the alarm even when he ran bolus deliveries while disconnected. The customer stated that alerts were sporadic. The customer declined troubleshooting. Advised to call back if the issue occurred in order to troubleshoot. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.